Manufacturer narrative:
No serious injury occurred and no known impact or consequence to the doctor involved. However, nidek incorporated considers this issue a reportable event as the device had malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur. Nidek inc. Is aware of this issue and corrective action has been implemented under recall z-1245-2016. Nidek hired a third party (B)(4) to perform the correction as per z-1245-2016.

Event description:
On (B)(6) 2017, during recall process, a nidek incorporated recall coordinator received information from a customer that the near point chart rod on their rt-5100 serial #(B)(4) fell several times and had hit her and another employee on the head on multiple occasions. The complainant claimed that no bruise or no serious injury occurred, and thereby, medical treatment/intervention was unnecessary.